Event description:
It was reported that during a pt procedure with the axiom aristos mx/vx system, smoke and flames came out of the collimator. The pt was led out of the exam room. It was reported that the customer had to use a fire extinguisher to put out the fire. There were no injuries reported in this case.

Manufacturer narrative:
A siemens service engineer was dispatched to the site. The engineer found that the collimator had a burned circuit board. The engineer replaced the part and sent it to the factory for further investigation. The fuse f8 was also activated during the incident to cut off the affected subsystem from further energy/power supply. The unit was brought back to specifications and returned to the customer. The customer has been using the system with no further issues reported. This report was submitted (B)(4) 2013.